Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rectum celio conversion procedure, during firing the surgeon cut the rectum thinking staples had been deployed, but upon opening it was noted that there was none. A new device was used to complete the procedure. The patient's hospital stay was extended for 15 days. The surgeon lost estimated 2.5 cm of tissue on the distal part of the rectum and there was tissue damage.